Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the customer went to the emergency room (ER) due to a blood glucose level (bg) of 325 mg/dl with trace of ketones which were identified as life threatening by a healthcare provider. Reportedly, no drops of insulin were coming out of the tubing while trying to deliver a bolus. Customer was treated intravenously with fluids of saline and insulin in the ER. Customer was released from the ER the same day with no permanent damage. A replacement pump was sent to resolve the issue.